Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A complete lead was returned. The lead was extremely stretched and deformed conductor coils noted in several places on the lead. Electro-cautery damage and laser extraction damage was noted in the insulation, it has been separated. The lead conductor coils have been grabbed with some type of tool and the coils were damaged. There was cuts noted in the insulation. The allegation could not be confirmed by analysis. Only explant related damage was noted on the lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead had increased outputs due to high pacing threshold measurements.. Boston scientific technical services (ts) advised for an early device replacement. Additional information indicated that the left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.